Event description:
The customer reported the pacemaker and this atrial lead exhibited oversensing of intrinsic ventricular activity. The atrial sensitivity was adjusted from 0.5mv to 0.75mv without resolution. Technical services recommended adjusting the refractory time frames and to also consider changing the sensing settings. No adverse patient effects were reported. The lead remains actively implanted for approximately 6 years, 10 months.

Manufacturer narrative:
The lead remains actively implanted; as a result, the clinical observation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.